Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty securing a luer connector onto the device. The patient was able to turn the connector, but it would not lock into place. The patient had already attempted using multiple connectors before calling, and a third connector, as well as replacing the cartridge with a new one, did not resolve the issue. The patient provided a photo showing attempts to force the connection using pliers, which did not result in a flush or secure connection. Bg levels remained in the normal range and were not affected. The patient transitioned to multiple daily injections until the device could be assessed by a cds and planned to have a family member assist with a future supply change. Follow-up was planned, and the cds was notified. The patient later confirmed receipt of new connectors and cartridges and reported that supply replacement was successful with no further issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.